Event description:
After successful embolization of a right parietal avm, the embolization microcatheter remained partially embedded within the proximal aspect of the embolic material cast. Upon several attempts at withdrawal of the microcatheter the distal portion of the catheter broke, leaving a section of the catheter within the right internal carotid artery.